Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display, white screen, and constantly flashes. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the flashing of the screen is impossible to stop. The customer also reports that the device switches on and off all the time with audio alarm. No further details given. Did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank and white screen, flashing display or constant audio alarm noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.